Manufacturer narrative:
Evaluation summary: surgical notes from the primary surgery were provided and did not report any complications. Post-op x-rays from the primary surgery and the surgery to clean out the infection were provided. The x-ray from the primary surgery shows a single bone screw, while the x-ray after the second surgery no longer has a bone screw. In addition, the cup position appears to have changed between the two x-rays. No cup revision was noted in the information provided. The condition of the implanted devices is unknown. It is also unknown if the patient followed the proper rehabilitation protocols. Based on the information provided, a definitive cause for these issues cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product.

Event description:
It is reported that the patient is experiencing pain.